Event description:
It was reported that the eyelets on the magic 3 go catheter were not punched all the way through. The patient reportedly had to go to the ER in order to get a foley catheter placed since the magic 3 catheter was not draining.

Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device had met specifications due to no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿poor or no drainage through the eye¿ with a potential root cause of "insufficient eyelet area". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the eyelets on the magic 3 go catheter were not punched all the way through. The patient reportedly had to go to the ER in order to get a foley catheter placed since the magic 3 catheter was not draining.